Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she went swimming with the insulin pump and the display is flashing. The customer's blood glucose is 206 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to backup plan per their healthcare provider.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The device powered up properly after battery installation. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with high sleep current due to corroded electronic assemblies. No flashing display, missing segments or partial display noted. The device was received with corroded motor home switch, minor scratches on case and minor scratches on lcd window.